Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled follow up. Upon interrogation of the implantable cardioverter defibrillator, it was found that the device exhibited episodes of non-sustained ventricular oversensing due to post paced t wave oversensing. There were no inappropriate therapies delivered during the oversensing episodes. The recommended programming changes were made to address the anomaly. The patient's condition remained stable.